Manufacturer narrative:
Insulin flow block and pump error 23 are confirmed in the unit¿s history file. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unusual unexpected error messages, insulin flow block, or pump error 23 were noted during testing. The middle (enter) keypad button is cracked. Did not note any cracks in the battery tube or in the battery threads. Furthermore, did not note anything wrong with the belt clip rails. Both belt clip rails are intact and are neither bent nor cracked. Inserted a test belt clip into the belt clip rails, and both belt clip rails held the belt clip firmly in place without any movement whatsoever. Inserted a test p-cap into the retainer ring, and it did lock into place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had error codes. The slot on back of insulin pump where belt clip inserts was broken, back casing was broken off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.